Event description:
During an open reduction internal fixation (orif) of the ankle on (B)(6) 2013, the locking screw would not fully engage with the plate when it was inserted. There was only a two minute delay and no harm to patient was noted. A cancellous screw was used instead to hold the plate. No additional information is available. This report is for an unknown plate. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.